Event description:
Punch not making smooth cut. Not as sharp as it needs to be. Defective device.

Event description:
Add'l info rec'd from MFR 6/10/2004: the uf voluntary report did not list outcomes attributed to the event. The report also did not list an event date and mistakenly notes the product was available for eval. The actual device from the event was reported to MFR, indicated the device was discarded at the time of surgery and would not be returned to medtronic for inspection. Without product return, an exact cause cannot be determined for the product problem reported. Unopened devices from the same manufacturing lot number were however, available for eval. Testing done by medtronic revealed small imperfections on the circumference of the punch and die of three returned devices. Although the units were not tested on samples of tissue, the surface irregularity found could have caused the dull cut reported by the user. The hcp did not report any pt injury or medical intervention to medtronic in nov. 2003. The exact event date was also not provided. MFR's investigations of the incident shows that although the punches may not have been as sharp, the event did not, nor would not in a recurrence cause or create the potential for serious injury or death.